Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient suffered from a fall. As a result, the scs ipg is reportedly moving within the ipg pocket. In turn, surgical intervention may take place to resolve the issue.